Event description:
A hospital in (B)(6) reported that "rainout" was observed on the rt265 infant breathing circuit during patient use. Patient was reported to have been reintubated. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 complaint device is not available to be returned to fisher & paykel healthcare (B)(4). Our evaluation is based on the information provided to us by the hospital and our knowledge of the product. The hospital reported that approximately 10ml of condensation was observed at the unheated extension of the expiratory limb of the rt265 circuit. The patient was allegedly reported to require reintubation from condensation build up. Fph field representative visited the hospital on the same day of the reported event and observed that the gradient of the circuit set up was not in a downward direction. A lot check was not performed as no lot number was provided. Conclusion: we were not able to confirm a failure mode of the reported event as the complaint device was not returned. If the complaint device was returned, the resistance of the heater wires (inspiratory and expiratory) would have been measured and the device would be tested to check for condensation. There are a number of environmental and set-up conditions that can influence the occurrence of condensate. Although this is not desired, it is an expected side effect with this type of humidification system where gas is passed over heated water. In this particular event, fph field representative visited the hospital and noticed the circuit was not set up correctly as the gradient of the circuit was not pointing downward towards the chamber. The user instructions that accompany the rt265 circuit state, "when mounting a humidifier adjacent to a patient, ensure that the humidifier is always positioned lower than the patient." (B)(4).